Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The returned sample appears used as there is biological material present on the device. There is a buildup of biological material in the bottom jaw, specifically. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load since the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It was also found that the proximal end of the feeder was bent. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One device was returned with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load since the feeder was to the side of the clip. The sample was disassembled , and it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that clips did not come out to the jaws smoothly at loading. The device was replaced with a new one. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800729 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips did not come out to the jaws smoothly at loading. The device was replaced with a new one. No clips fell in the patient.